Manufacturer narrative:
(B)(4): "pt contact. Unit was discarded.) The unit had made pt contact and was not evaluated. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. The DHR for lot 19812-13 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 10 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Once primed tips were not vibrating. One case pt was on table and there were no more tips. Had to cancel case and reschedule pt.